Event description:
Customer reported to beckman coulter, inc. (Bec) that wash solution was leaking from reagent probe b of the unicel dxc 600 synchron system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) opened and cleaned the reagent probe collar wash valves.

Manufacturer narrative:
This report is one of two reports related to two reportable events that occurred on two different days. This report is related to MDR#2050012-2012-00473. Bec identifier for this complaint is (B)(4).